Event description:
Procedure: open gastric bypass. Reportedly, the surgeon fired instrument all the way to the distal end, and could not open the instrument back up. It was locked down on the stomach. Surgeon used a competitive product to cut off the instrument, and able to complete the case. No further pt injury reported.